Event description:
On (B)(6) 2012, a vns treating physician reported that during the patient's last appointment on (B)(6) 2012, there was a complaint of high impedance during diagnostics testing; lead impedance= high/output=limit/dcdc=7. The physician stated that this was unexpected because the patient did not report any problem related to current therapy, she is not a good responder. The physician disabled the vns and referred the patient for x-rays. Because of the patient,s health related problems, there is no plan for lead replacement surgery at this time. A battery life calculation was performed which showed 0.04 years until eri=yes. It was later reported that there was no known trauma or patient manipulation to the device and there was no lack of efficacy allegation from the physician/patient. The physician clarified that when it was stated that the patient is not a good responder, what was meant was that the patient is a difficult case; no allegation of lack of efficacy with vns. X-rays were received by the manufacturer and reviewed. The lead connector pin seems to be fully inserted into the generator connector block. Part of lead is placed behind the generator and could not be assessed. A sharp angle is visible in the portion of lead close to generator, but cannot be confirmed due to the lack of neck lateral image. No obvious lead discontinuity found on part of the lead that could be assessed. Based on the x-rays images, no obvious cause of high impedance was found. A sharp angle seems to be present but could not be clearly assessed. It was later reported that revision surgery would be likely; however it has not occurred to date. The patient's implanted lead information could not be obtained from the physician.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.